Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was sensing noise. The patient was asymptomatic. Provocative testing was performed, and the noise could not be reproduced, so no programming changes were implemented. The patient left in stable condition.